Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01793. It was reported, the patient is experiencing pressure between her shoulder blades and is no longer receiving stimulation in her low back. X-rays were taken and show the leads have not migrated. An sjm representative met with the patient and lead diagnostics showed low impedances. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.